Manufacturer narrative:
H2). Additional information: b3, b5, d4 (UDI #), h4, e (first name, last name, facility name, country). H3) device evaluation: medtronic led an evaluation of associated device logs for the reported large needle driver. The large needle driver was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated that the large needle driver experienced a failure of the read-write process, which can indicate in strument connectivity issues. There were also instances of the arm cart assembly experiencing manual insertion attempts without an instrument attached before the replacement instrument was connected, which can also indicate a possible connectivity issue. An error code was triggered which is associated with instrument usage read write sequence, which indicates that the system was unable to write the update use count and use time of the large needle driver after the sterile interface module (sim) recognized it. Evaluation of the large needle driver confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to the 9-pin connector of the instrument losing connection with the sterile interface module. A process improvement has been implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hiatal hernia repair with the patient under anesthesia, the large needle driver was not recognized when it was attached to the arm cart assembly and to the sterile interface module (sim). Several attempts were made to disconnect and reconnect the large needle driver, but it was still not recognized. The large needle driver was exchanged for a new one and it worked. There was no delay and no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the large needle driver (lnd) was not recognized when it was being attached to the arm cart assembly (aca). Several attempts were made to disconnect/reconnect the lnd but it was still not recognized. The lnd was exchanged for a new one and it worked. There was no delay and no patient injury.